Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer¿s reservoir had air bubbles which are larger in size than champagne size. Customer reported that they experienced high blood glucose of 20mmol/l and current blood glucose was of 11.2mmol/l. Customer performed displacement test and it was successful. Customer advised to monitor blood glucose and call back if needed. Insulin pump will not be return for analysis.